Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 42.6cm distal of the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 11mar2020. It was reported that shaft broke on a portion that could not enter the patient's body. The target lesion was located in a coronary vessel. A 2.00mmx15mm emerge balloon catheter was advanced for dilatation. The device was inserted into the guide; however, resistance was encountered. The device was pulled back out and the shaft had snapped at about 10 cm from the hub. The device was removed and the procedure was completed with another emerge balloon. No patient complications were reported. However, returned device analysis revealed shaft break.